Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and found that the system was unable to power on. Review of the log files showed ¿unable to connect with ethercat motion network" error. It was confirmed that the geo I/o (input/output) box needs to be replaced. To resolve the issue fse replaced the geo I/o box. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the geometry pc failed to start up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.